Event description:
The user facility reported that during a cardiac catheterization interventional cardiology procedure, the tip of the involved runthrough ns broke off and was left behind in the patient's coronary artery. No further intervention was performed, and the patient was stable. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 29 feb 2024: other devices used included three (3) different pca balloons (2.0x15, 1.0x10, 2.0x8nc) tig catheter, ebu catheter, wire extension, turnpike catheter, and 2.25x18 drug eluding stent.